Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump. There was no reported adverse impact to the customer's blood glucose level. During a follow-up, the customer declined to troubleshoot the issue and declined to provide additional information as the issue had been resolved.